Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID: 978b128, lot# va2xjt2, implanted: (B)(6) 2024, product type: lead, ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there was a lead issue. The patient reached out to their hcp on (B)(6) 2026 and reported that they were having issues with their therapy. The hcp reached out to the rep, and the rep reached out to the patient. It was determined that the patient should be seen in person for a programming appointment on (B)(6) 2026. At the appointment, the patient reported that they had multiple falls between (B)(6) 2025 and (B)(6) 2026. The patient stated that after a fall in (B)(6), their therapy shut off. Troublshooting included the following: an impedance check came back normal; stimulation was felt for programs 1-7 between .4-.7 in the area of the right buttock/ins; 2-view, ap and lateral, pelvis x-rays had been ordered by provider to check for lead fracture/migration. Depending on x-ray report, the patient may go in for lead replacement, in which the current lead will be sent back for analysis. The cause was not known. The patient had pain. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-11 additional information was received from the manufacturer representative (rep). The x-ray for the patient was ordered (B)(6) 2025 after the patient's appointment in clinic. The office's imaging department was going to contact the patient monday, (B)(6) 2026. Once the results are available, the physician's advanced practice provider is going to let the rep know of the results. The rep stated that they personally believed there was an open circuit in the system somewhere caused by the repetitive falls. Depending on the results of the x-ray, the physician will then decide whether to schedule the patient for a lead replacement or not.